Event description:
In (B)(6) 2013, the pt underwent the last stage of reconstruction following mastectomy. Allergan round textured silicone implants were placed (style 120-500, left serial # (B)(4), right serial # (B)(4)). This year she developed symptoms of bia-alcl. Initial cytology was negative. Both capsules and implants were removed. Final pathology for the left was positive for lymphoma. FDA safety report ID# (B)(4).